Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. It was received with no cracks or physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of alarms displayed. To further investigate, a functional check was performed. The reported problem was not confirmed and root cause could not be confirmed. The dso, downstream occlusion sensor, was replaced for preventative measures.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "cassette partially attached" alarm. No patient injury reported.